Event description:
It was reported that prior to the procedure, inappropriate auto-mode switch episodes due to noise were observed. The patient was asymptomatic. During a scheduled generator replacement, the physician elected to cap and replace the lead on (B)(6) 2017. The procedure concluded successfully and the patient remained stable before, during, and after the procedure.